Event description:
It was reported that the pacemaker exhibited under-sensing on this right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and reprogramming options were recommended. No adverse patient effects were reported. At this time, this device system remains in service. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).